Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of rupture was received on september 16, 2022, with lot number: 2617936. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on radius side assessed as surgical impact opening. (Shell thickness was within specification). Additional observations: non penetrating nicks. No further actions are required as the device was implanted.

Event description:
Explanting physician reported rupture. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Event description:
Explanting physician reported rupture. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.